Event description:
The complainant alleged that the medics were defibrillating a 39 year old female pt. They administered three shocks, each at 360 joules. On the medics fourth attempt to deliver a 360 joule shock, the device screen displayed a "status 90" error message, and the device was no longer operable. The pt subsequently expired.